Event description:
On 6/23/97, a medwatch form was received at respironics colorado. It alleged that a pt in a v.a. Hosp had expired when he became disconnected from the ventilator, and that the machine had not alarmed appropiately. The report also stated that the machine had been tested after the incident by the hosp's biomedical engineering dept., and found to be operating to specifications.